Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Reaction was located on the abdomen and described as rough, red and itchy. On (B)(6) 2016, patient was prescribed a cream by the dermatologist. Patient's mother also stated that the patient was having an allergy study done in regards to their reaction. Affected area was treated with over-the-counter hydrocortisone. No additional event or patient information was provided.